Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/24/2021. H.6. Investigation: bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged- scratch on the outside of the tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damage on the outside of the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged- scratch on outside of the tube. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter. The customer stated: the customer reported that when unpacking, a dent/damage was found on tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter. The customer stated: the customer reported that when unpacking, a dent/damage was found on tube.